Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported the procedure was being performed in the ER. Catheter was being placed into the right femoral after an unsuccessful subclavian approach. They were not able to remove the guide wire after insertion and had to take the patient to irr for removal of the wire. The wire was removed via interventional radiology under fluoroscopy. Information provided from ER states: side and/or site verified, patient identification confirmed, sterile procedures observed, emergent consent implied, central line indicated for inability to establish peripheral IV, central line indicated for long term need for fluids or antibiotics, central line indicated for the centrally administered drugs, there are no contraindications, central line insertion for patient (B)(6), percutaneous, central line inserted in left femoral, using a trauma kit (8.5 fr arrow) catheter, anesthesia used lidocaine 1% with epinephrine, 10 mls, ultrasound was used to evaluate potential access sites, verify vessel location and patency, and to verify vascular needle entry in real-time, seldinger technique used, after procedure, line secured, with sutures, after procedure, sterile dressing applied, chest x-ray completed, line placement verified, no pneumothorax, procedure complicated by, left femoral guide wire was not removed., patient tolerated the procedure well, physician performed the central line into the pts left femoral after attempting to place the line into the pts right and left subclavian. After the right femoral insertion, the guide wire could not be removed, so the left femoral was accessed. The pt will need to have the right femoral guide wire surgically removed. For removal procedure: all elements of maximum sterile barrier technique were followed including cap, mask, sterile gown, sterile gloves, large sterile sheet, hand hygiene, and 2% chlorhexidine for cutaneous antisepsis. Lidocaine was administered to the right groin at the puncture site. The right femoral vein was accessed using a micropuncture set with fluoroscopy. A 9 french femoral sheath was placed over a guide wire. A snare system was then advanced through the sheath. The snare was then engaged with the femoral and of the guide wire and the guide wire was retrieved through the femoral sheath. Hemostasis was then obtained and patient was transferred back to the ic u. Fluoroscopy time was 2.4 minutes.